Event description:
Reporter called on behalf of wife who had received the er1 message a few times. Reporter states wife would retest and usually get a normal blood glucose reading. Reporter's wife had an appointment with doctor for ongoing heart/lung problems at this time and while at the doctor's office mentioned the suspected meter inaccuracies and the doctor performed a blood glucose test with a result of 136 mg/dl. That same morning the reporter's wife had gotten a blood glucose reading of 230 mg/dl on the affected meter.